Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that the procedure performed was to treat a lesion in the severely calcified and mildly tortuous left circumflex coronary artery, that was 90% stenosed. An unspecified stent was deployed and the stent was post dilated. Upon removal of the 014" allstar guide wire, it was noted that the guide wire was pinned against the metal stent strut and vessel wall and resistance was noted. The guide wire was pulled against resistance and the tip of the guide wire severed off. The tip remained pinned between the metal stent and the vessel wall. No additional guide wire was needed as the procedure was completed. The patient was kept in the hospital for observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful stent deployment/post dilation the tip of the guide wire inadvertently got pinned against the metal stent strut and vessel wall resulting in the reported difficult to remove. Manipulation of the compromised device during removal ultimately resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.